Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). Complaints related to this product are to be handled by arjo hospital equipment (B)(4). The device was inspected on-site by a representative of the manufacturer's (B)(4), not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.